Manufacturer narrative:
The hospital biomed cycled power and resolved the alarm condition. The biomed reseated the anesthesia control board to display connector cable. No report of patient involvement. (B)(4).

Event description:
The hospital reported the unit intermittently goes into a system malfunction. There was no report of patient involvement.